Manufacturer narrative:
Based on the current information provided, the cause of the hypoxia cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after successful completion of an ion endoluminal lung biopsy procedure, the patient developed post-procedure hypoxia exacerbation. The patient was given breathing treatments and overnight observation for less than 24 hours. The patient was known to have underlying hypoxia prior to lung biopsy procedure. The physician believes that the hypoxia was not ion related and that the event would have likely occurred via another modality. The hypoxia exacerbation was an anticipated complication of the procedure. The treatments rendered were considered routine for this patient. The first target nodule was in the right lower lobe (rll) about 3.2 centimeters (cm) in size. The second target nodule was also in rll, superior segment about 2.5 cm in size. Instruments used during the procedure included a 21g flexision biopsy needle and a compatible forceps. Staging using ultrasound bronchoscopy (ebus) was also performed and imaging was performed by c-arm fluoroscopy. The biopsy results found malignant squamous cell carcinoma. There was no device malfunction associated with the event. The patient was referred to chemotherapy and radiation therapy.